Event description:
The impella device was placed in an attempt to stabilize the pt in preparation for mitral valve repair coronary artery bypass grafting (mvr/CABG). Post-op day one, the physician noted that the purge system on the device was not functioning properly. Pt was taken back to the operating room where the impella was explanted and exchanged for a new device with a different lot number. Excellent hemodynamics were noted after placement of the new impella 5.0. Post explantation, the first device was noted to be kinked, and was giving an error.